Manufacturer narrative:
(B)(4). Medical products - comprehensive shoulder primary mini length shoulder stem pn113629 ln253120, versa-dial shoulder modular head w/ variable offset pn113022 ln152090, hybrid glenoid base small pn113952 ln555500, pt hybrid glenoid post regenerex pnpt-113950 ln431990. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00558, 0001825034-2018-00559, 0001825034-2018-00560 and 0001825034-2018-00562. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient had an initial left shoulder arthroplasty. Subsequently, the patient has been indicated for revision with a custom device due to unknown reasons. Attempts have been made and no further information has been provided.